Event description:
(B)(4). It was reported that during a peripheral artery stenting treatment procedure, the patient experienced increased doppler velocities. The index procedure treated the 90% stenosed, 7.0x12mm target lesion located in the right proximal internal carotid artery. Treatment utilized a bsc filterwire ez and placed a 8x21mm carotid wallstent. An additional filterwire ez was used during the procedure because the first wire was inadvertently removed from the patient following pre dilatation. Following post dilation with an unspecified device the residual stenosis was 20%. On the 30 day study follow up visit, the patient was noted to have increased doppler velocities of the right internal carotid artery. The event is considered unresolved. Per the physician, the event was listed as "possibly related" to the carotid wallstent.

Manufacturer narrative:
Device evaluated by manufacturer. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).